Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the strips did not indicate a malfunction with the device. Analysis reports of this type has not identified an increase in trend.